Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. This report is for one (1) band-aid sheer bandages unspecified USA. Upc #, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00105. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified band-aid sheer bandage. The consumer reported that the product tore her skin. The consumer used an ointment, dressing and non-stick pads to treat the event. The consumer sought medical attention from her health care provider. Her health care provider prescribed keflex antibiotic to treat the event. The symptoms have improved. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2214133-2019-00105. The same patient is represented in each medwatch.